Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported failure of the upstream occlusion maintenance test was unable to be reproduced, and the pump was within spec, passing upstream occlusion tests per the spectrum service manual.

Event description:
It was reported that a spectrum pump tailed the upstream occlusion test. This issue was discovered during a routine preventative maintenance test. During the test, the head height was 18 inches and the IV set was occluded 8-10 inches above the pump. The test was conducted using normal saline, at a rate of 100ml/hr with a volume to be infused of "between 20 and 30ml". The customer reported, "the infusion completed without ever alarming for upstream occlusion. It takes about 20-30 second." He confirmed that the entire infusion cycle was completed and the pump never alarmed for upstream occlusion. The customer reported that he was using a baxter brand IV set.